Event description:
It was reported that the side-firing of fiber was noticed to have commenced forward firing at 31,826 joules during a prostate procedure. The case was completed with a second fiber. No harm to patient. This report concerns the first fiber.

Manufacturer narrative:
(B)(4) - refers to forward-firing of the side-firing surgical fiber; a code request has been submitted. The product was from customer inventory. Reference MFR report # 2937094-2013-00572.